Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the site was able to shoot anteroposterior(ap) and lateral images, but was unable to initiate a 3d navigated scan. All signs indicated that the system was ready. In troubleshooting technical support suggested swapping from the hand switch to the footswitch. The issue was resolved, and the site was able to take a navigated spin. There was no patient involvement.

Manufacturer narrative:
No parts have been received by the manufacturer for evaluation continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000194, serial/lot medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis was performed for product bi71000194, lot number: 472085 rev. E. The reported complaint, "unable to exposed" was confirmed. Visual inspection passed. The hand switch was installed into a test system. The system booted and readied. When actuated, the 3d button will not acquire an image. 2d and store button were functioning as expected when pressed. The hand switch was faulty. Codes b01, c02 and d02 as reported before are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Work order complete: h3, h6) a manufacturer representative (rep) went to the site to test the imaging system. It was reported that a new hand switch was installed, and the system was operational. Codes b01, c02, and d02 are available to the evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.